Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between january 9, 2014 and january 10, 2014. Baxter received one empty unit for evaluation. Visual inspection showed no signs of blockage or abnormality that could have caused the reported no flow. A functional test was performed by filling the unit with water and flow was observed at the distal luer. Flow continued without any problem. The unit was within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor experienced no flow, and did not infuse. The folfusor was filled with 91ml fluorouracil diluted in 142ml glucose 5% (non baxter products), total fill volume was 233ml. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.